Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.612.001. Lot: 1421455. Manufacturing site: haegendorf. Release to warehouse date: 19. Jan. 2006. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the complaint device process(tm) vertical mast was received at cq. Upon visual inspection, the device doesn¿t show any visual damage except normal wear on the surface of the components of the device. The device was unable to tighten and clamp grip slides on the mast tube when some force is applied. Thus, confirming the complaint. Functional test: functional test cannot be performed due to loosen coupling sliding on the tube when some force was applied. The received condition does agree with the complaint description. The complaint cannot be replicated with the returned device(s). Dimensional inspection: the dimension that is potentially relevant to the complaint condition is the outer diameter of the tube. The outer diameter was measured and is within specification. Document/specification review: the relevant documents were reviewed as part of this investigation: the complaint device was made to the most recent drawing revision. No product design issues were identified. Investigation conclusion: a visual inspection, functional test and document/specification review were performed as part of this investigation. The complaint device was received with a loose coupling; thus, the complaint is confirmed. No product design or manufacturing issues were identified. While a definitive root cause could not be established, it is possible that due to repeated reprocessing and sterilization cycles over 13 years of use in the field, causing the clamp grip worn out leading to loosening of coupling. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during the l4-5 microdisc with the synthes spine insight retractor tubes and (mis) matrix spine system instrumentation set, the process vertical mast from the table mount set would not tighten enough to keep the bar that holds the snake arm from moving. They figure out that the black clamp on the top of the vertical mast was not tightening tight enough to keep it steady. There is no way to adjust this to tighten more. Procedure was successfully completed with the delayed of 10 minutes by using back up table mount set. There were no issues or harm to the patient. This complaint involves one (1) device. This is 1 of 1 for (B)(4).